Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump motor. The device was evaluated upon receipt. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated that the arctic sun device had flow issue. Inlet pressure (ip) was 0, circulation pump command (cpc) was 100 percentage, no suction from left port of manifold. The circulation pump had failed, and the system hours were 8535.6 and pump hours were 8171.7. The biomed requested 2000 hours preventive maintenance quote and parts listing for components replaced with 2000 hours preventive maintenance. As per investigator notification received on 11jul2023, it was reported that the arctic sun device was disassembled circulation pump from motor and motor shaft was frozen, the l-tube & double l-tubing appears distended/expanded however water flow was not impeded , tank gasket lifted off and separated from tank when removing tank tubing from tank.

Event description:
It was reported that biomed stated that she was having flow issues. Inlet pressure 0, circulation pump 100%, no suction from left port of manifold. Circulation pump failed. System hours: 8535.6 system hours: 8171.7. Biomed requested 2000 preventive maintenance quote and parts listing for components replaced with 2000 preventive maintenance. Per investigator notification received on 11jul2023, it was reported that the arctic sun device was disassembled circulation pump from motor and motor shaft was frozen, the l-tube & double l-tubing appears distended/expanded however water flow was not impeded, tank gasket lifted off and separated from tank when removing tank tubing from tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.